Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? What is the surgeon¿s opinion of the potential consequences for the patient? Received information as following from sales rep via phone today. Please refer to the event description, no needle piece(s) fell into the patient and there is no report on patient's injury, other information requested is unknown.

Event description:
It was reported that a patient underwent a procedure for skin closure on (B)(6) 2026 and suture was used. During the procedure, the needle tip had broken with sewing. The broken needle was retrieved shortly and no broken piece fell into the patient. Changed to another one to complete surgery. There were no adverse patient consequences. Additional information was requested.